Manufacturer narrative:
All available information was investigated and the reported sleeve steering issue could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on the information review, a cause for the reported steering issue cannot be determined. It is possible that there were procedural interactions (e.g. The patient anatomy and/or unintended curves on the device) which resulted in increased tension on the device and therefore contributed to the user experience; however, this cannot be confirmed. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report unintended movement. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Prior to the procedure, it was noted that the patient had a dilated left atrium. An ntr clip was prepared per the instructions for use (IFU) and was inserted. Once the clip over the valve, the physician attempted to steer down using the m-knob. However, while applying m-knob, the clip moved in the wrong direction. The clip was removed and was reinserted. It was noted that when the clip was reinserted, the blue lines were correctly aligned. However, when applying m-knob, the clip again steered in the wrong direction. The clip was removed and was replaced. Two clips were then implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.